Manufacturer narrative:
Inappropriate shock was originally reported on this lead, but as this is a pacing lead, it is not possible for that to have been the case. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to noise with inappropriate shock delivery. Should additional information become available, this file will be updated.